Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with an infiltrate at the superior margin of the right eye with intact epithelium. Possible single cell right eye; no flare in the anterior chamber. The left eye was unremarkable for photorefractive keratectomy (prk). The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported blurry vision in the left eye. Patient symptoms did not interfere with daily activities. Patient is continuing to be monitored. (B)(6) 2019 uncorrected visual acuity (ucva): right eye 20/20 and left eye 20/50. Bcva from (B)(6) 2019: right eye pre-op 20/20 .00 x -1.25 x 150; left eye pre-op 20/20 -.25 x -1.00 x 27.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: h6: in initial report, patient code 2138 for vision impaired was selected, however, there was no visual decrease noted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.